Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the coronary stenting procedure for treating a target lesion in the diagonal artery, the guidewire became separated. The stent was able to be implanted without issue and there was no difficulty during advancement or withdrawal of the stent delivery system. However, resistance was noted upon removal of the guidewire and it became caught on the distal end of the stent. The patient was sent to the operating room for surgical removal of the guidewire and the patient was stabilized. No additional information was provided.